Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 148mg/dl an hour before the call. The product will be returned.

Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Unable to verify critical pump errors due to blank display. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, corrosion on force sensor assembly, corrosion on motor home switch and corrosion in battery tube.